Event description:
It was reported to philips that geo ipc and xper module failed to start on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service resolved the power control issue and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).